Manufacturer narrative:
There were no alarms for the calibration performed on the day of the event. The provided quality control data was within the customer's established ranges. There was no indication of a reagent or instrument performance issue. Upon review of the alarm trace, sample short alarms, reagent gripper alarms, quality control out-of-range alarms, and an abnormal liquid level detection alarm were observed. The investigation could not identify a product problem. The cause of the event could not be determined. The issue was resolved after the service actions.

Manufacturer narrative:
The field service engineer determined there was a possible clot. A sample and reagent probes were cleaned. The probe and rinse mechanism wash volumes were checked. Calibration and controls were within specifications.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with a1c-3 tina-quant hemoglobin a1c gen.3 on a cobas c 503 analytical unit. Corrected reports were issued for 90 patient results. Data was provided for three patient samples with discrepant hba1c results. The first patient sample was initially tested between 06-sep-2022 and 07-sep-2022. This sample initially resulted in an hba1 c value of 2.2 % and this value was reported outside of the laboratory. The physician asked for the sample to be repeated and the repeat value was 9.1 %. The repeat value was deemed correct. The second patient sample initially resulted in an hba1c value of 6.5 % on 13-sep-2022 and this value was reported outside of the laboratory. The sample was repeated, resulting in a value of 5.7 %. The repeat value was deemed correct. The third patient sample initially resulted in an hba1c value of 6.6 % on 13-sep-2022 and this value was reported outside of the laboratory. The patient was started on metformin medication due to the result. The sample was repeated, resulting in a value of 6.0 %. The repeat value was deemed correct. The hba1c reagent lot in use at the time of the first patient sample measurement was 591912. Samples 2 and 3 were tested using reagent lot 611970. The reagent expiration dates were requested, but not provided.